Manufacturer narrative:
Continuation of medical devices: 419678 lead implanted (B)(6) 2012; dtmb1d1 ICD implanted (B)(6) 2017. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead high impedance measurements. It was noted that the left ventricular (lv) lead was programmed to the rv coil and consequently had a high impedance measurement and a loss of capture. Reprogramming was done to take the coil out of the lv lead, which ¿normalized¿ the impedance and threshold measurements. Both leads remain in use. No patient complications have been reported as a result of this event

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received noted the rv lead was explanted and replaced.